Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate the mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿ and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a procedure, the capsure fixation device was used to fixate a ventralight st w/ echo ps. It was reported that the fixation device did not place the fasteners straight in the mesh. It appeared they came out of the device crooked. It was reported that about 4 fasteners were sufficiently fixed in place. Another capsure fixation device was used to complete the procedure. There was no patient injury.

Event description:
As reported, during a procedure, the capsure fixation device was used to fixate a ventralight st w/ echo ps. It was reported that the fixation device did not place the fasteners straight in the mesh. It appeared they came out of the device crooked. It was reported that about 4 fasteners were sufficiently fixed in place. Another capsure fixation device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate the mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿ and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample could not reproduce the reported event that some of the fasteners, failed to fixate the mesh. The device functioned as intended during simulated use testing. No manufacturing anomalies were identified. It is unclear what may have caused or contributed to the event as reported. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.